Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the operating room for device change out for normal eri, externalized conductors were observed on diagnostic imaging. The lead remains implanted and the patient was monitored with routine follow-up.